Event description:
Facility reports that while using an uno mobile lift to move a resident that the lift arm appeared to lower quickly. Caregiver alleged a slight shoulder strain as she attempted to grab the sling as the pt lowered. No injury to pt was reported.

Manufacturer narrative:
Liko tech visited this facility and was allowed to inspect the lift. He found that he could only recreate the lift descending at normal hand control speed. Due to age of the lift and worn parts found on the lift, he recommended that the lift be taken out of service until worn parts were replaced. Actuator was removed from the lift and a replacement was left at the facility. The actuator on the lift at the time of the report will be sent back to the MFR for analysis.